Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 02/18/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records the patient was revised to address pain. Upon revision the femoral stem was found to be broken proximally right below the lesser trochanter. At this time there is no new information that would change the existing MDR decision. The complaint was updated on: 03/11/2016.

Manufacturer narrative:
Update (B)(6) 2016- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported pain on long car rides, limping, stiffness, moments of immobility, difficulty getting out of care, increased pain climbing stairs, weakness, and anxiety about falling or dislocating hip. Medical records and revision surgical note reported patient had 3 dislocation with closed reductions, 1200ml blood loss, and the acetabulum was fractured during revision and implant with a competitor product. Patient was later revised on (B)(6) 2012 for infection and that is reported on (B)(4). The devices associated with this report were not returned. A complaint database search finds no additional reports against the provided product and lot combinations. Medical records were reviewed. With the information provided, it cannot be determined that the implants contributed to the reported events. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Patient was revised to address an implant fracture.